Event description:
The patient underwent a successful implant. On follow-up examination the CT scan indicated a type I endoleak at the superior attachment site. The endoleak was treated with a competitor's stent, and the patient is doing well.